Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that he silver flap for the suction rinse cassette of the c7000 cusa clarity console could not be moved. The unit could not be used. The device was being used on the patient. It was unknown if the patient was injured. The event led to an increase in surgery time for 60 minutes. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. A field service evaluation was performed on the device on (B)(6) 2018 and it revealed that the irrigation door was broken and needed to be replaced. The complaint was confirmed. The root cause was identified as the dowel pins were detached from the cartridge door assembly.